Event description:
The customer reported the subject device did not register input from a successfully paired wireless footswitch. A wired footswitch was attempted and operated properly. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The suspect device was not sent to olympus for evaluation. An olympus technician was dispatched to the customer facility to evaluate the device but the device was not available for evaluation by the technician. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported issue could not be identified since the device was not sent to olympus for evaluation. Olympus will continue to monitor field performance for this device.